Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. The user was re-implanted with a new device on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received from the field the concerned device was explanted due to an infection and suppuration in the middle ear. Further the implant housing was found migrated from its intended position. This is a final report.

Event description:
The explanted device was received for investigation. The user was re-implanted with a new device on (B)(6) 2023.